Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
It was reported that the patient was referred for explant due to infection. The infection was seen by the physician and the patient was given antibiotics. The cause of infection was attributed to patient manipulation of the surgical site and poor healing of the wound site. The generator and lead device history records were examined and showed no anomalies. The devices were sterilized. The patient's generator was explanted and returned to livanova. There has been no additional or relevant information received to date.

Event description:
Per the surgeon, the patient still had not healed from their infection. The patient was treated with bacitracin. No additional information has been received to date.